Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the middle and in the proximal cylinder bodies. Both cylinders passed the leak and pressure tests performed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and did not pass the activation test. Product analysis identified pump malfunction with the returned device.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it was not functioning. Another manufacturer's device was implanted. No patient complications were reported.